Manufacturer narrative:
The product has not been received for eval. Should additional info be received a supplemental form will be completed.

Event description:
It was reported that the customer's blood glucose levels had been dropping lower than normal (68 mg/dl) and wanted to know how to change the personal profile settings. During troubleshooting with tandem customer technical support, the customer acknowledged that the personal profile setting will be discussed with the health care provider.